Event description:
Per (B)(6) at the mdo office is aware, this is off label indication for the shoulder. Dates of use : (B)(6) 2019 - present; diagnosis or reason for use: m19.011; is the product compounded? No; is the product over -the -counter? No.